Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17/+1.0/031 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was explanted due to excessive vaulting. On (B)(6) 2016 the lens was exchanged for shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Product evaluation found lens returned in liquid in a glass vial. Visual inspection found haptic torn and piece of haptic missing. (B)(4).